Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 25 and 36 hours. The pod's cannula reportedly came out of the infusion site (abdomen), causing the cannula to dislodge. The site was bleeding and appeared infected. At the ER, the patient was given insulin and fluids for treatment. Fucidin cream was prescribed to treat the bacterial infection (apply 2 times a day for 7 days). The patient was discharged after 5-6 hours.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined.